Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician via sales representative to our local affiliate (B)(4). This case involves a female patient (age nos) who was injected with poly-lactic acid (sculptra) starting in (B)(6) 2008. Relevant medical history and concomitant medication information were not mentioned. The physician reported that the patient developed three nodules. One nodule appeared one month after poly-l-lactic acid injection and the last two nodules appeared six months after poly-l-lactic acid injection. No further information was provided. Event outcome is recovering. Reporter's causality: not specified.

Manufacturer narrative:
Additional information received on 18-sep-2008: the physician reports the patient was treated with poly-l-lactic acid in (B)(6) 2008 and developed a small palpable and not visible nodule in the corner of one's mouth after the poly-l-lactic acid session. The last week, the patient noticed two small palpable nodules in the jaw (one visible and the other one not visible). No further information was provided. Additional information received on 02-oct-2008: (B)(4).